Event description:
The customer stated that an elevated architect afp result of 25.81 ng/ml was generated by the architect i2000sr analyzer sn (B)(4). The sample was repeated and a result of 8.50 ng/ml was generated. The sample was then run on another analyzer (sn (B)(4)) and a result of 9.38 ng/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.